Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the main coil, pusher wire and introducer sheath were returned for this complaint. The main coil and the pusher wire were interlocked within introducer sheath. The pusher wire was inspected, and it was found kinked. The introducer sheath was perforated by the pusher wire at the distal end. The main coil was found kinked and severely stretched. No more damages were found in the device. Functional inspection revealed that the pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, due the stretched condition. It was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the main coil and pusher wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Dimensional inspection of the pusher wire and main coil revealed the components were within specification except the number of fiber bundles, which were only 20 out of 30.

Event description:
Reportable based on device analysis completed on 22jul2021. It was reported that the device could not deploy. The target lesion was located in the abdomen. A 14mm x 50cm interlock was selected for use. During the procedure, it was noted that the device could not deploy. The device was simply pulled out with the catheter and the procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that there were missing fiber bundles.